Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a gap in the adhesive area between the server plug in (z-block) and the distal end, the adhesive around the objective lens had chip, foreign objects were inside of the light guide lens, foreign material was in the forceps elevator and there was also corrosion around the (l-arm) lever arm. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint was traced to component failure. However, a root cause for foreign objects inside of light guide lens and foreign material in forceps elevator could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.